Event description:
It was reported "during the procedure according to IFU, the md found check the cvc hub brown area for abnormalities. So, the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the procedure according to IFU, the md found check the cvc hub brown area for abnormalities. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one, 2-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the returned catheter. Visual and microscopic analysis did not reveal any defects or anomalies in the returned catheter. The inner diameter of the distal extension line measured 1.65 mm, which is within the specification limits of 1.65-1.75 mm per distal extension line extrusion product drawing. The outer diameter of the distal extension line 2.41, which is within the specification limits of 2.39-2.49 mm per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each extension line. Each lumen flushed as intended without any signs of blockages nor leaks. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. A manual tug test confirmed both extension lines were secured within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The report of a faulty/damaged luer hub was not confirmed through complaint investigation of the returned sample. Visual and microscopic analysis did not reveal any defects or anomalies with the returned catheter. The catheter met all relevant dimensional and functional requirements including leak testing performed per bs en iso 10555-1 section 4.7.1. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend complaints of this nature.